Manufacturer narrative:
Consumer reported implant was placed directly after removal of tooth #5, with bone graft, patient returned due to sensitivity in the area.

Event description:
Consumer reported implant was placed directly after removal of tooth #5, with bone graft, patient returned due to sensitivity in the area.